Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not calibrate. The bezel shield assembly was replaced and the stylus was calibrated. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer stylus would not calibrate. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.